Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the customers photos and evaluation of the device showed physical damage to the switch on the main board. This type of damage is typically a result of the user mishandling. The main board and on/off switch gasket were replace to resolve the reported problem. No trend is associated with reports of this type.